Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and device was not detected on bus. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer opened the back panel and observed that the retractor cable from drawer 6 was hanging over the controller board area for drawer 7. Upon removing drawer 6, the retractor band cable was found broken into pieces, and the cable had pulled off the board connectors at both ends, resulting in damage to both boards. The fse replaced the damaged cable and both boards. The drawer was tested using diagnostics, and pharmacy staff verified its functionality. A full inspection process was also completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and device was not detected on bus. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.